Manufacturer narrative:
This report is associated with (B)(4), poligrip for partials seal and protect.

Event description:
I have been swallowing the product [accidental device ingestion]. Coughing [cough]. Not feeling well [feeling unwell]. Also the product doesn't hold all day [device ineffective]. Case description: this case was reported by a consumer and described the occurrence of accidental device ingestion in a (B)(6) male patient who received double salt dental adhesive cream (poligrip for partials seal and protect) cream (batch number (B)(4), expiry date unknown) for dental care. This case was associated with a product complaint. On an unknown date, the patient started poligrip for partials seal and protect. On an unknown date, an unknown time after starting poligrip for partials seal and protect, the patient experienced accidental device ingestion (serious criteria gsk medically significant), cough, feeling unwell, device ineffective and product complaint. Poligrip for partials seal and protect was continued with no change. On an unknown date, the outcome of the accidental device ingestion, device ineffective and product complaint were unknown and the outcome of the cough and feeling unwell were not recovered/not resolved. It was unknown if the reporter considered the cough and feeling unwell to be related to poligrip for partials seal and protect. The reporter considered the device ineffective to be related to poligrip for partials seal and protect. Additional details, adverse event information was received on 20 june 2016. The consumer stated he had been using the product for over 15 years. He had been swallowing the product. He noticed that he had not feeling well and coughing. Also the product did not hold all day.

Manufacturer narrative:
MDR 3003721894-2016-00114 is associated with (B)(4), poligrip for partials seal and protect. Qa results: no sample was returned for this complaint and also the correct daycode detail was not received so a full investigation could not be completed. As this information is not available the complaint cannot be substantiated. Batch number nusx provided is invalid.

Event description:
Case description: this case was reported by a consumer and described the occurrence of accidental device ingestion in a (B)(6) male patient who received double salt dental adhesive cream (poligrip for partials seal and protect) cream (batch number nusx, expiry date unknown) for dental care. This case was associated with a product complaint. On an unknown date, the patient started poligrip for partials seal and protect. On an unknown date, an unknown time after starting poligrip for partials seal and protect, the patient experienced accidental device ingestion (serious criteria gsk medically significant), cough, feeling unwell, device ineffective and product complaint. Poligrip for partials seal and protect was continued with no change. On an unknown date, the outcome of the accidental device ingestion, device ineffective and product complaint were unknown and the outcome of the cough and feeling unwell were not recovered/not resolved. It was unknown if the reporter considered the cough and feeling unwell to be related to poligrip for partials seal and protect. The reporter considered the device ineffective to be related to poligrip for partials seal and protect. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details, adverse event information was received on 20 june 2016. The consumer stated he had been using the product for over 15 years. He had been swallowing the product. He noticed that he had not feeling well and coughing. Also the product did not hold all day. This report is being resubmitted to capture corrections for initial version dated 20 june 2016. The causality of an accidental device ingestion was updated to yes. The reporter considered the accidental device ingestion to be related to poligrip for partials seal and protect. No more corrections were made. Follow-up information was received on 29 june 2016 from the quality assurance (qa) department regarding complaint number (B)(4) for unknown lot number. No sample was returned for this complaint and also the correct daycode detail was not received so a full investigation could not be completed. As this information was not available the complaint could not be substantiated.